Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. A sample was not received at the investigation site for evaluation for the report of increased iop, obstruction of stent, and migration of stent; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the investigation site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after glaucoma micro stent implant procedure, micro stent was implanted with excellent response of intraocular pressure in the low teens. Patient has presented multiple times over the past month with intraocular pressures in the mid-20s, above goal. Gonioscopy shows retraction of the company stent within schlemm's canal with 80% of transition zone occluded by trabecular meshwork and iris tissue obscuring/blocking the company micro stent port. Additional information was requested, but no further information is available.